Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Aqueous misdirection caused shallowing of the anterior chamber resulting in microstent-iris touch. Microstent-iris touch, iridodialysis, blurry vision, hyphema, and secondary surgical intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022. A small iris root tear occurred at the site of the microstent insertion. At 1-day postoperative follow-up, intraocular pressure (iop) measured 8mmhg, and anterior chamber findings included 1+ cells and a shallow anterior chamber. At approximately 1-week follow-up, the patient was symptomatic for blurry vision and mild discomfort. Minimal inflammatory cells, a shallow anterior chamber with microstent-iris touch, and a <1mm layered hyphema were present. The anterior chamber shallowing with microstent-iris touch and myopic shift were presumably secondary to aqueous misdirection. The surgeon reported that he did not believe that the microstent was malpositioned. The surgeon proceeded with a yag-laser posterior capsulotomy resulting in a deepened anterior chamber and improved vision; the patient was placed on cycloplegic and steroid medications. As of 4 march 2022, the surgeon reported the event had resolved and the patient was doing well.